Manufacturer narrative:
The technician performed the investigation and per the account, the nurse set the patient position module with the patient in the bed. The nurse had left the room and when the nurse returned, the patient was found on the floor and the patient position module was not alarming. The nurse placed the patient back in the bed and reset the patient position module. The technician inspected all of the bed functions including the scale, patient position module and bed functions. The technician found the bed functions as designed. The technician was unable to duplicate the alleged patient position module alarm failure. Hill-rom representative spoke with the account's maintenance that reported the incident and he stated the patient was injured from the fall; they did obtain a broken wrist. That was all of the info on the injury that he had available. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction and the device performed as intended. Based on this info, no further action is required.

Event description:
The account reported a patient exited the bed. The patient was found on the floor and suffered a broken wrist. The account stated the patient may have had head trauma as well but they are not certain. The account was unaware of what mode was of the patient position module. The bed is equipped with competitor mattress kci atmosair. The mattress weighs 31.3 pounds. The bed was located in a patient room at the facility. This report was filed in our complaint handling system as (B)(4).